Manufacturer narrative:
The investigation determined that lower and higher than expected valproic acid (valp) results were obtained from non-vitros biorad quality control (qc) fluids processed using vitros chemistry products valp reagent lot 2511-34-2390 on a vitros xt 7600 integrated system. The assignable cause of the event is unknown. Based on historical qc results, a vitros valp reagent lot 2511-34-2390 related issue could not be ruled out as a contributor to the event. The review identified within-lab imprecision; however, the magnitude of the observed imprecision is significantly less than that of the data point excursions that breached phs criteria for the vitros valp assay. In addition, an issue isolated to any individual pack was ruled out as a review of econn data identified imprecise results across four different vitros valp packs. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp reagent lot 2511-34-2390. The tsc confirmed that the customer was following biorad manufacturer recommendations for qc sample handling, therefore a qc fluid handling issue is not a likely contributor to the event. Pre-service precisions studies passed, indicating that the vitros valp reagent and the vitros xt 7600 integrated system were both performing as intended prior to service actions on 05 september 2024. For this reason, the vitros xt 7600 integrated system was not a likely contributor to the issue.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected valproic acid (valp) results were obtained from non-vitros biorad quality control (qc) fluids processed using vitros chemistry products valp reagent lot 2511-34-2390 on a vitros xt 7600 integrated system. Biorad lot 85340 level 1: 25.70, 24.52, 51.33 ug/ml vs an expected result of 35.88 ug/ml biorad lot 85340 level 2: 61.97, 62.30, 62.15, 61.68, 62.70 ug/ml vs an expected result of 78.41 ug/ml biorad lot 85340 level 3: 90.73, 90.69 ug/ml vs an expected result of 113.56 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected results were from a quality control fluid and were not reported outside of the laboratory. Due to the low volume of valp patient testing at this customer site, it is unknown whether or not patient results have been impacted by this issue. However, it has been confirmed that there have been no reported issues from the physicians and no allegations of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).